Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous right common iliac artery. A 9.0mmx20mmx135cm sterling¿ balloon catheter was advanced for predilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8 mm mustang balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous right common iliac artery. A 9.0mmx20mmx135cm sterling¿ balloon catheter was advanced for predilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8 mm mustang balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. Microscopic examination of the balloon and shaft revealed longitudinal balloon tear along the entire length of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).